Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-may-2024.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed stain (foreign material) inside the light guide (lg) lens, but could not identify the stain. Per investigation, it was presumed that the following led to the malfunction: the lg-lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. A definitive root cause that made the stain/foreign material remain in the subject device could not be specified. The suggested event is detectable and preventable by handling device in accordance with the following (instructions for use) IFU: IFU states the detection method in tjf-q290v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of light guide lens was discolored. There were no reports of patient involvement.